Manufacturer narrative:
Unit alarmed pump error alarm during motor rewind. After further review of the unit's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the unit, and it failed. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify low battery alarm due to the pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s battery lasted for few days. No harm requiring medical intervention was reported. The device will be returned for analysis.